Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blank display, failed battery test alarm, unexpected restart and weak battery. Customer¿s blood glucose was 300 mg/dl and she treated with manual injection. Customer reported that they does not have pump with her to troubleshot. The insulin pump will not be returned for analysis.